Manufacturer narrative:
The reported event was confirmed as use related as user put pure wick catheter on backwards. Sample was not available for evaluation. Instructions for use were reviewed for this investigation as we have an unknown product catalog number as confirmed use-related and the labeling is found to be adequate as it states, maintenance: replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewick¿ female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days. A DHR review was not required because the investigation was confirmed - use related. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a pure wick catheter that was put on backwards, which patient was lying on tubing for 3 days at baptist health hospital in (B)(6). The outcome was horrible. Patient was hospitalized from broken bones, the tubing and lying in urine for 3 days caused blisters which then turned into pressure sores. They would like feedback on this issue. No medical intervention was reported.

Event description:
It was reported that the patient had a pure wick catheter that was put on backwards, which patient was lying on tubing for 3 days at the hospital. The outcome was horrible. Patient was hospitalized from broken bones, the tubing and lying in urine for 3 days caused blisters which then turned into pressure sores. They would like feedback on this issue. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.